Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, hazy vision and significant reduction of endothelial cells count. The lens was intraoperatively implanted, removed and replaced with shorter length lens. Problem resolved. Cause of the event was reported as other - icl length too long, too much vault.